Event description:
A pharmacist reported 26 cases of toxic anterior segment syndrome (tass) between (B)(6) 2012 and (B)(6) 2012. They were unclear as to what was causing the tass. Patients were being treated with steroids and no permanent consequences have been reported. Additional information was received from the surgeon indicating that last infection occurred on (B)(6) 2012. A front chamber puncture was conducted on some of his patients. No signs were found from bacterial of viral dna. The surgeon also informed that they used to give a fixed dose of prophylactic cortisone drops which were stopped immediately. The infections started 4 to 6 weeks after stopping with the drops. That schedule was modified, after the last case, to a higher dose, longer duration, and slower reduction of the drops. Per the surgeon, since this change no new cases have occurred. The reporting surgeon informed that since (B)(6) 2012, he started using disposable irrigation/ aspiration tips but incidents still occurred. Different measures have been taken. Only handpieces have not been changed. They still do not know what is causing the tass. Additional information was received from the surgeon who provided surgery dates and a numbered list of used instrument boxes and phaco handpieces. Specific lot numbers and serial numbers for these boxes and handpieces have not been provided. He also reported that phenylephrine 10% (without preservatives) was added to the bss bottle. An additional case was reported by the surgeon, adding to a total of 27 cases. According to the reporter, the cortisone treatment was prescribed for 4 weeks and the reported tass started in the patients immediately after stopping the cortisone treatment or after some days or weeks. Cases were identified between 4 weeks up to 3 months after surgery. Additional information has been requested. This report is for the patient operated on (B)(6) 2012. It is unknown whether this patient had an anterior chamber puncture. For this patient, cataract box listed as number 10 and handpiece listed as number 6 were used. Specific lot/ serial numbers have been requested. This is one of the 27 reports being filed for this surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).